Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoidectomy procedure, the device did not fire. In addition a component disengaged. Nothing fell into the cavity, but the surgical time was extended for more than 30 minutes due to the device issue. There was no patient injury.

Event description:
According to the reporter, during an open hemorrhoidectomy procedure, the device did not fire. In addition a component disengaged. Nothing fell into the cavity, but the surgical time was extended for more than 30 minutes due to the device issue. The surgeon "then used" another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the wing nut of the instrument was disengaged and the knife had staple divots. The disengaged wingnut was reattached. The wing nuts and safeties functioned properly upon rotating the twist knobs. The green bars were visible within the indicator windows when the twist knobs were fully closed. The instruments were applied to the appropriate test media producing acceptable results. Pusher-fingers and knives advanced when the handles were squeezed and the knives cut the media cleanly and completely. Functionally, the devices also produced all audible, tactile and visual indicators during the functional testing. It was reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the cut ring was partially severed or intact. The product analysis noted evidence that the device was not used as intended. This issue can occur by an incomplete hand compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not turn the twist knob more than one (1) turn counterclockwise after firing. Doing so may result in difficulty in removing the device or separation of the anvil assembly. Failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.